Event description:
A patient experienced a loss of stimulation in their left leg, hip, and lower back. Impedance measurements upon interrogation indicated > 10,000 ohms. The patient had recovered without sequela following the replacement of the implanted pulse generator and lead. The patient's outcome was not reported. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The reason for the late medwatch report is due to implementation of process improvement.